Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer reverted to an alternate form of insulin therapy. There was no reported adverse impact on customer's blood glucose level.